Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that during a right shoulder arthroscopic decompression, the surgeon observed a foreign object in the right shoulder of the pt on the monitor. The unit was removed and inspected. A small piece of plastic was noted to be missing. The unit was removed from the sterile field and a new unit was handed off. The surgeon retrieved two small pieces of plastic from the right shoulder of the pt. The pieces were placed on the defective unit. There appeared to be a small piece still missing.